Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event: it was reported from (B)(6) that during an unspecified veterinary surgical procedure, it was discovered that battery device melted inside the battery housing (casing device) and could not be removed when used together with the small battery drive device. The reporter indicated that "neither the animal nor the surgeon was harmed". It was not reported if there were any delays in the surgical procedure or if spare devices were available for use. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the housing was worn out. It was further determined that the housing okay according to the inspection criteria, however, it smelled strongly after the melted battery device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear/strained from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.